Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause was unknown and that the device was turned to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient receiving hydromorphone (6 mg/ml at 1.1034 mg/day) via I mplantable infusion pump. It was reported that the patient started to hear the pump alarming in july 2021. The pump logs were checked and the log showed multiple motor stalls and recoveries at various times throughout the day. It was noted that the first stall occurred on (B)(6) 2021 and was intermittent throughout (B)(6) 2021. The patient was seen by their hcp and had a refill. A volume discrepancy was noted. Estimated reservoir volume (erv) was 2.7 ml and actual reservoir volume (arv) was 12 ml. It was discussed that when the pump is stalled it does not deliver medication. The hcp stated that the pump was currently not stalled (2021-aug-03). The hcp denied any electromagnetic interactions i.e MRI. Pump replacement was discussed and if the pump were to be replaced, to send the pump back to medtronic for analysis. The hcp stated that due to the patient's cancer health and the fact that the patient was in hospice, the hcp will talk with the physician and decide how to move forward with the pump. No symptoms/patient complications were reported.